Event description:
The customer reported that the drive the drive support cap was sticking out. The caller mentioned having this issue for a few months, but he pushed back the drive support back in. Advised the caller to discontinue use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.